Event description:
It was reported that "the doctor found cuff leakage during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The actual sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. Both cuffs were able to maintain pressure at 25mbar. A water leak test was then conducted on the returned sample by immersing it underwater. No bubbles were observed coming from either cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage could not be confirmed. No issues were found with the returned device.

Event description:
It was reported that "the doctor found cuff leakage during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4).